Manufacturer narrative:
Patient information was unavailable at time of this report but has been requested. Device manufacture date has been requested. System investigation is on-going and results will be reported upon completion.

Event description:
Medtronic representative reported site complained of inaccuracy with their pentero/treon interfaces. They focus on a point, touch the same point with a probe, the scope is off by about 5mm but the probe is accurate. Use of the stealthsystem was not aborted. No impact on patient outcome.